Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot#: 0219495308, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-nov-2021, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative via a user facility regarding a patient receiving intrathecal baclofen at an unknown dose and concentration via an implantable pump. It was reported that the patient was scheduled for a new pump implant. The surgeon inserted the needle into the lumbar cistern with cerebrospinal fluid (csf) return and fed the catheter through. During catheter placement in the intrathecal place, fluoroscopy showed the catheter tip had curled. The catheter was then retracted and removed. On removal, it was noticed that the catheter tip had snapped off during retraction from the needle. It was initially reported that the catheter tip was lost and remained in the patient¿s body; the hcp was unable to retrieve the catheter tip. However, it was further reported that a CT of the spine was performed, which located the snapped off catheter. ¿actions/monitoring¿ were required. The remaining segment of the 8780 catheter [that had not snapped off in the patient¿s body] was replaced with another 8780 model. The explanted segment was then discarded by the customer. It was unknown if the issue was resolved, and the patient¿s status was unknown. It was initially reported that ¿low harm was caused.¿ however, it was further clarified that the patient did not experience any symptoms. It was unknown if any environmental, external or patient factors might have led or contributed to the event. It was unknown if any [additional] diagnostics/troubleshooting occurred. It was unknown if any [additional] actions/interventions were taken. The patient¿s medical history included spasticity due to multiple sclerosis. Information regarding the patient¿s other medications was unavailable.